Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker showed one and a half years remaining longevity prior to atrioventricular (av) node for atrial fibrillation (af). During the recent device check, the device showed one year remaining longevity at 144 percent power consumption. It was noted that the signal artifact monitoring (sam) was on. Boston scientific technical services (ts) discussed possible reason for this event and suggested a save to disk. As pf this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device passed labeled longevity calculation. The device was high rate atrial sensing but passed the functional test commensurate with battery voltage. The device was operating normally.

Event description:
It was reported that this pacemaker showed one and a half years remaining longevity prior to atrioventricular (av) node for atrial fibrillation (af). During the recent device check, the device showed one year remaining longevity at 144 percent power consumption. It was noted that the signal artifact monitoring (sam) was on. Boston scientific technical services (ts) discussed possible reason for this event and suggested a save to disk. As of this time, the device remains in service. No adverse patient effects reported.